Event description:
It was reported that there was an atrial bipolar lead impedance warning due to a greater than 3000 ohms impedance measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defibrillator lead 2010 (B)(6); 4193 implantable pacing lead 2005 (B)(6). (B)(4).